Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that distal section was in circular (spiral) shape, the proximal section was slightly bent and the ptfe (polytetrafluoroethylene) coating was scraped off at approximately 42.0 cm from its proximal end near where the torque device was on the guidewire. A functional analysis was not performed due to the anomalies found on the product. However, the guidewire was attached to a torque device and one to one torque was checked. The guidewire torque was not smooth due to the anomalies found on the guidewire. The dfu states "exercise care in handling a guide wire during a procedure to reduce the possibility of accidental breakage, bending or kinking. Excessive tightening of the torque device onto the wire may result in abrasion of the coating of the wire." Therefore a probable cause of user error was assigned to the guidewire kinked, ptfe coating peeling and torque problem. Based on the information currently available the exact cause for the guidewire distal tip irregularly shaped cannot be determined.

Event description:
During the analysis of the returned device, it was revealed that the ptfe (polytetrafluoroethylene) coating of the guidewire was scraped off. No clinical consequences reported to the patient.